Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing and loss of capture. Further follow-up revealed that reprogramming is planned for atrial sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.